Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces,¿ and "material sensitivity reactions." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2013-03477, 04405, and 04406). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2013, allegedly due to heterotopic bone formation in hip. During the revision procedure, the femoral head could not be disengaged from the stem. As a result, the original components remained implanted in the patient. It was further noted that the cup and stem were well fixed. Additional information received from patient's legal counsel reports patient allegations of pain, elevated metal ion levels, and destruction of tissue and bone. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.